Event description:
Reporter alleged the lancet needle protruded from the softclix plus lancet device. Reporter did not state whether the needle protruded before or after the device was fired. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.